Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that device displayed the "replace generator soon" message. Estimated battery longevity was 3-4 months. Eventually the patient lost stimulation completely. The device was explanted and replaced.